Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, ¿constant downstream occlusion¿ was not reproduced. The device was tested for flow line for downstream occlusion testing and passed. A review of the event history log revealed multiple occurrences of downstream occlusion messages, however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor values out of specification. The force sensor no tube and scale factor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion occurred before use. There was no patient involvement. No additional information is available.